Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2019-mar-15 regarding a patient receiving morphine (25mg/ml at 2mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that a catheter kink was confirmed on (B)(6) 2019 during revision. The new catheter volume was confirmed and no patient symptoms were reported. No further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the entire catheter was not explanted. The hcp removed the kinked area and added a new pump segment, and the catheter was then a "new two-piece" with the volume calculated as such.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.